Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the central injection port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between november 6-7, 2023. H11: two (2) actual devices and a photograph of the sample was provided for evaluation. Visual inspection was performed on all the samples and the leaks were not easily identified by initial visual inspection of the actual samples; however, the photo sample did show evidence of a leak in the overpouch. Functional leak testing of the actual samples was performed and leaks were identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, may likely be due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.